Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient experienced pain due to the eroded mesh and additional medical treatment. All other information is unknown and unavailable.